Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance and threshold have increased over time. A chest x-ray was done at the patient's last visit and no issues were seen. The lead remains in use. No patient complications were reported as a result of this event.